Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-05768. It was reported the patient experienced more sudden pain. Reportedly, when increasing the scs system amplitude stimulation occured only with high amplitude and sudden. Reprogramming was performed and found the system impedance was low, but the patient inform to have stimulation in the target area. X-ray taken showed the lead had slipped out from the ipg header port with contacts 1-8. Surgical intervention was planned to address the issue, but instead the physician removed the patient's scs ipg. No further information was available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR report(s): 1627487-2019-05768, 1627487-2019-07618 and 1627487-2019-07619. Additional information received identified the patient's surgical intervention occurred on (B)(6) 2019. During the procedure explant of the abbott scs ipg and both extensions was performed. The lead remained implanted and connected with adaptors and extensions of a competitor's company ipg.